Event description:
The patient has discontinued use of her cochlear device due to pain and discomfort with and without use of the device. Integrity test of the device revealed no conclusive evidence of device malfunction. Exploratory surgery was performed on (B) (6) 2010. The patient is being monitored.